Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent malfunction alarm occurred. Customer¿s blood glucose level was not impacted due to the malfunction. Reportedly, the customer continued to use the pump for insulin therapy and had manual injections for alternate insulin therapy.